Event description:
Additional event description implants implanted successfully with a bit of delay in procedure. Proximal hole of the insertion handle seems to be damaged due to which protection sleeve was not passing through the hole. The protection sleeve was not passing through the hole (for gt to lt screw) of insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event description e1: updated initial reporter information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The complaint product not yet returned for investigation. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, it was discovered that a2fn insertion handle was having issues. The protection sleeve was not passing through the hole, (for gt to lt screw). The insertion handle- proximal hole of the insertion handle seems to be damaged. No patient consequences. Concomitant device reported: unknown protection sleeve (part # unknown, lot # unknown, quantity 1) this complaint involves two (2) device. This report is for one (1) unk - guides/sleeves/aiming. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for one (1) unknown guides/sleeves/aiming. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.